Event description:
The service report shows during incoming eval the ventilator's high pressure alarm failed to operate only when set to 60 cm h2o (maximum setting). The nellcor puritan bennett factory service tech inspected the device and adjusted p7 on the interface pcb, as well as performed the high pressure alarm circuit upgrade (co 20547) to correct the incoming failure. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.